Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received a questionable ethanol gen.2 (etoh) result for one patient sample. The initial result was 3 mg/dl and was reported to the physician. The physician questioned the validity of the result because the patient was showing significant signs of intoxication. A new aliquot of the same sample was repeated on a different cobas 8000 module and the result was 402 mg/dl. On (B)(6) 2014, the original ample aliquot was repeated on the original analyzer and the result was 422 mg/dl. The repeat results were believed to be correct. The patient was not adversely affected. The etoh reagent lot number was 69357801 with an expiration date of 07/31/2014. The field service representative checked the analyzer and could not find a cause. He ran precision testing to verify the analyzer operation.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. A general hardware or reagent issue could be excluded as the calibration and qc were acceptable and no other assays were affected.